Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse)") and psychological trauma ("psych injury"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: plaintiff received treatment for pelvic/abdominal ,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),psych injury. It was unknown if the patient underwent essure confirmation test or no. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : the model no. Of essure was updated to ess305. Previously reported event of injury was updated to pelvic pain . New events added -abdominal pain,dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) ,general abnormal bleeding, psych injury. Event outcome were updated to recovered. Reporters information updated. Fu 1 and fu2 processed together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included renal disease, pregnancy, endometriosis, depression, constipation, hypothyroidism, nephrolithiasis, attention deficit disorder, fibromyalgia, bipolar disorder, malaise, ovarian cyst, cervix enlargement and renal calculi. Concurrent conditions included hypothyroidism. Concomitant products included alprazolam (xanax), benzocaine;mentha x piperita oil;menthol (benzocaine-menthol), bupivacaine hydrochloride;fentanyl citrate (fentanyl & bupivacaine), clonazepam, docusate sodium, ephedrine sulfate (ephedrine sulphate), glucose (dextrose), hydrocodone bitartrate;paracetamol (hydrocodone bitartrate and acetaminophen), levothyroxine from (B)(6) 2012 to (B)(6) 2014, liothyronine, lorazepam, paracetamol (acetaminophen) and venlafaxine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmennorhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition:depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("anxiety and mental anguish"). The patient was treated with surgery (total hysterectomy bilateral salpingectomy possible right ovarian cystectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the depression, vaginal haemorrhage, heavy menstrual bleeding and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic/abdominal, dysmennorhea (cramping), dyspareunia (painful sexual intercourse), psych injury. It was unknown if the patient underwent essure confirmation test or no. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included renal disease, pregnancy, endometriosis, depression, constipation, hypothyroidism, nephrolithiasis, attention deficit disorder, fibromyalgia, bipolar disorder, malaise, ovarian cyst, cervix enlargement and renal calculi. Concurrent conditions included hypothyroidism. Concomitant products included alprazolam (xanax), benzocaine;mentha x piperita oil;menthol (benzocaine-menthol), bupivacaine hydrochloride;fentanyl citrate (fentanyl & bupivacaine), clonazepam, docusate sodium, ephedrine sulfate (ephedrine sulphate), glucose (dextrose), hydrocodone bitartrate;paracetamol (hydrocodone bitartrate and acetaminophen), levothyroxine from (B)(6) 2012 to (B)(6) 2014, liothyronine, lorazepam, paracetamol (acetaminophen) and venlafaxine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmennorhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition:depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("anxiety and mental anguish"). The patient was treated with surgery (total hysterectomy bilateral salpingectomy possible right ovarian cystectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the depression, vaginal haemorrhage, heavy menstrual bleeding and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, heavy menstrual bleeding, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic/abdominal ,dysmennorhea (cramping), dyspareunia (painful sexual intercourse),psych injury. It was unknown if the patient underwent essure confirmation test or no. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Patient medical history and concomitant medications added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism. Concomitant products included alprazolam (xanax), clonazepam, levothyroxine from (B)(6) 2012 to (B)(6) 2014, liothyronine, lorazepam and venlafaxine. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmennorhea (cramping),") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), depression ("psychological or psychiatric problems condition:depression"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and anxiety ("anxiety and mental anguish"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea and dyspareunia had resolved and the depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pelvic/abdominal , dysmennorhea (cramping), dyspareunia (painful sexual intercourse), psych injury. It was unknown if the patient underwent essure confirmation test or no. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs received -new abnormal bleeding (vaginal, menorrhagia), anxiety and mental anguish, pt of psych injury was updated as depression. Concomitant drug was added. Reporters information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.